Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a battery life issue and there was moisture present behind the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: black box shows evidence of short battery life with a voltage drop on 8/6/2016. Unexplained power on reset events and battery alarms following "por" events also observed in black box on (B)(6) 2016. Pump powers with returned battery cap. No vibration alert present at power up. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Evidence of moisture contamination inside battery compartment. Cover crack observed between corner of display lens and case seal. "Audio bolus" button cover is torn. Bolus button is responsive. Current draws within specifications. A "battery life" issue was not duplicated during investigation. Leak test shows leak at cover crack. Removed pump case. Evidence of additional moisture inside pump on power pcb, transceiver board and other associated electrical component. Vibration test fails due to internal moisture contamination.